Event description:
When exchanging a device, the line is routinely clamped and cut. With this device, there is a catheter within a catheter which cannot be visualized when it is already inside the patient. The device was cut, and the inner catheter floated away intravenously. Ivr procedure needed to be performed for removal of foreign body. Reference to report # mw5098275. FDA safety report ID # (B)(4).